Event description:
It was reported by patient that he underwent a total hip arthroplasty in 2007. At about 12-months post-op, he began experiencing pain and a bone scan in 2009 showed loosening of the cup. His surgeon has recommended a revision procedure which is scheduled for 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.